Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic and calcified lesion was located in the severely tortuous left circumflex (lcx). The physician experienced difficulty advancing the stent delivery system (sds) to the lesion, so he removed the device from inside the pt and noticed that the stent edge was lifted up. The procedure was successfully completed with a different device. No pt complications were reported and the pt condition is listed as good.